Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that an open occurred between two cables. It was noted that the cable passed continuity testing and visual inspection.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and found that the blue network cable was not sending/receiving a signal. The umbilical was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure, the imaging system was in stand alone mode and it was not possible to get it out of that mode after rebooting. It was reported that the connector to the mobile view station (mvs) seemed loose. There was no patient present when this issue was identified.